Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the hand pendant cables from the upper control board, isolate both siderails from the upper control board and isolate the foot pedal assembly from the lower control board. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Hilow motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. If the bed does not fully raise and lower, calibrate the bed position sensor. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account to obtain the resolution for this alleged issue. The account stated they replaced the right foot pedal assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed was articulating up and down on its own (self run). The bed was located in on at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).